Event description:
Procedure: sigmoid resection. According to the reporter: after firing of the reload, the jaws did not open. It was necessary to resect the reload from the tissue with a second stapler and reload.

Manufacturer narrative:
(B)(4).